Manufacturer narrative:
Pump interrogation at medtronic (B)(4) operations center indicated the pump was delivering morphine 10,0 mg/ml, marcaine 20,0 mg/ml, and catapressan 75,0 mcg/ml. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine (unknown concentration) at 2,69 mcg/day and marcaine at an unknown dose and concentration. The indication for use was not reported. It was reported that a motor stall occurred. A restart was tried by a ¿minor change¿ and update. The pump was replaced, and the issue was resolved. The patient's status was alive - no injury. It was unknown if there were any environmental, external or patient factors reported that might have led or contributed to the event. It was noted that elective replacement indicator (eri) was at 9 months. The pump would be returned to the device manufacturer. The patient¿s age, gender, weight, and medical history were unavailable. No further complications were reported.

Manufacturer narrative:
Pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.